Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The caller reported via phone call that the customer had a defective infusion set and that the customer had experienced a blood glucose level of 474 mg/dl. The customer was given a manual syringe of 12 units and an hour later his blood glucose level went down to 443 mg/dl. The customer's most recent blood glucose level was 354 mg/dl. The customer had changed set and saw that prior to the insertion, the infusion set's cannula was slightly to the left. The customer was sent a replacement for the infusion set.